Event description:
It was reported that the patient experienced hyperglycemia on (B)(6) 2026 due to leakage at the infusion site for eight infusion sets. The hyperglycemia was treated with a correction injection via the pump and multiple drug injections.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.